Event description:
International customer reported that the adhesive as strong causing a pt to develop a tension skin blister one day post-op. Pvp-iodine was applied to the site.

Manufacturer narrative:
Date sent to the FDA: 07/11/2008. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.